Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number306546 and lot number 3047938. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10

Event description:
It was reported that the bd pre-filled saline syringe bhad brown marks on the end of the syringe. The following was received by the initial reporter: verbatim : brown mark on end of saline flush noted prior to rn administration of saline, rn discarded saline flush and used a different syringe.

Manufacturer narrative:
E.4. FDA notified: the initial reporter also notified the FDA via medwatch# [mw5119195]. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pre-filled saline syringe bhad brown marks on the end of the syringe. The following was received by the initial reporter: verbatim : brown mark on end of saline flush noted prior to rn administration of saline, rn discarded saline flush and used a different syringe.